Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the physician said he noticed visual signs of an infection. The patient's spinal cord stimulator (scs) system was explanted as a result, and she is being placed on medication to combat the infection. The issue was not resolved at the time of the report.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient (pt). Pt reported previously documented information regarding infection and the incision opened up, adding that they could see the implant inside their body. Pt was hospitalized by ambulance and their hcp took out the whole implanted system and put in new one. Pt stated the implant got infected around (B)(6) 2020 and they took it out and put the new system in (B)(6) 2020. Agent documented information given during the call.

Event description:
Additional information was reported that it was reported that the patient also mentioned infection and the incision had opened up over a weekend. Pt states her legs were bothering her from getting in and out of sisters truck. Patient services (pss) tried to clarify more on the infection and pt states she didnt have one. Later in the call pt reports that the first two ins's didnt work at all and was taking care of her mother and didnt get to see her health care provider (hcp) and when finally got to meet the hcp he redid the surgery again and put the new ins in and then started to work. Pt stated (B)(6) 2020 felt like a person again. Pt states kept burning and with covid was hard to see the health care provider (hcp) . Pt states had to replace as the whole incision opened up and became contaminated. Pt states she had to wait 3 months until a new ins could be placed. Pt stated for some reason the incision opened up. Pt stated the thing was working but than just started to hurt and burn and looked like a flying saucer coming out. (B)(6) 2020 is the latest surgery.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.